Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer's mother provided additional information on (B)(6) 2015. The customer continued to use the alleged infusion device and experienced hyperglycemia in (B)(6) 2014, which required treatment by her mother. The customer's blood glucose would not decrease, and her mother delivered an insulin injection. The infusion device and adapter were replaced and requested for evaluation.

Event description:
Customer's mother reported the piston rod does not move correctly when the infusion device is delivering insulin and this has resulted in hyperglycemia. She could not talk further and asked to be called back later. Three attempts were made to reach the customer's mother via phone and these were not successful. A follow-up letter was sent. No additional information is available. A return kit was sent to the customer to request the infusion device for evaluation.